Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented remotely via merlin. Net. Review of the transmission regarding the at/af episodes revealed that the pacemaker (pm) exhibited far-r over sensing. No intervention or procedure was reported. The patient had no consequences.